Event description:
The customer alleges two sets of back to back results on his meter of: 103 mg/dl and 258 mg/dl in addition to 104 mg/dl and 264 mg/dl. Controls were not run. No adverse event reported due to suspect results. Return requested and replacement was sent.